Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Summary: it was received for evaluation an empty opened foil and a dispensed needle-suture of product code sxpp1a400, lot qgmjjz. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2020 and the suture was used. It was reported that the fixation tab broke away as the surgeon tried to cinch the suture. The procedure was completed with another like suture. There were no patient consequences reported.